Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high and rising impedance. The physician noticed there was insulation damage on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.